Event description:
Transfer carrier was not locked to tub and carrier castors were not locked. So when chair and resident were pulled from the tub instead of the chair gliding on to the carrier it actually pushed the carrier away allowing the chair and resident to almost fall to the floor.